Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shutdown due to normal battery depletion. Upon powering the pump back on, customer noticed the pump settings were no longer saved into the pump. Customer's blood glucose level was 600 mg/dl. Tandem technical support guided the customer through entering the settings back into the pump. Reportedly, the customer continued to use the pump and had back up lantus for continued insulin therapy.